Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels ranging from 200 - 300 mg/dl and large ketones. Manual injections were administered to address the bg level. As the occlusion alarms had occurred in the past or supplies had been changed prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusions.